Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device unit was cycling between attempting to download a windows update, becoming stuck at 7%, and then reverting back to retry the download, indicating a potential corrupted windows update. A field service engineer (fse) observed that the unit continued this loop. Due to the condition, the decision was made to reimage the drive with a fresh 1.7.3 software setup. After reimaging, the unit was able to locate its synchronization server; however, network synchronization initially failed under auto negotiation. The network setting was changed to 100 half duplex, which allowed successful synchronization. After completion, the setting was reverted to the original configuration. Rss (remote support service) version 4.12 and component manager version 5.21 were installed, enabling proper visibility in rss. The system time was corrected from pacific time to the appropriate time zone, and synchronization with correct timestamps was verified to prevent errors. Once the unit was fully configured and connected, the customer tested the device by verifying inventory and confirming that all drawers were functioning as expected, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es indicated it was running updates and not to turn off, and it had been stuck at 7 percentage for the last 15 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.